Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one month ago, this device exhibited a magnet rate of (B)(4) and now it cannot be successfully interrogated. No adverse patient effects were reported.